Event description:
It was reported by service report that the bed exit and the brake alarms were not working. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Method: the product has been evaluated by the customer. Result: bed exit alarm, brake alarm. Conclusion: the bed was located by the service tech with a patient on it; the staff said that the bed was working properly and that they would notify the tech if they experienced any problems. It is believed that the technicians at the hospital repaired the bed and returned it to service. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.